Event description:
Implant failed due to part/interface does not engage the initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report

Event description:
Implant failed due to part/interface does not engage.